Event description:
Report indicated that following the replacement of a pt's vns therapy pulse generator, high lead impedance was obtained during diagnostic testing. Pt's lead was then replaced during same procedure and subsequent intraoperative diagnostic testing yielded results within normal limits. Explanted pulse generator and lead were returned to MFR for product analysis. Lead was returned in one piece, missing the electrode array. Analysis on the lead noted that the lead connector was not fully inserted into the generator header, as indicated by the absence of the setscrew marks on the connector pin and the canted spring imprint in the silicone prior to the connector ring. Based on the product analysis findings, there is evidence to suggest the identified condition could have contributed to a high impedance condition. Product analysis on the generator is not yet complete.

Manufacturer narrative:
Although device malfunction was not confirmed, a complete eval could not be performed because the electrode array was not returned for analysis.